Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153829 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would be activated and beep once then stop, it wouldn't burn anything. No adverse effects. No patient harm. New device was opened to complete case.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would be activated and beep once then stop, it wouldn't burn anything. No adverse effects. No patient harm. New device was opened to complete case.